Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, a cause of the reported heart block could not be determined. The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. Codes removed: health effect-clinical code: 1721 arrhythmia.

Event description:
It was reported that on an (B)(6) 2025, a 25mm navitor vison valve was chosen for implant using a small flexnav delivery system. During procedure, the patient had heart block and the valve was implanted at a depth of 2mm on non-coronary cusp (ncc) and 3mm at left coronary cusp (lcc). On (B)(6) 2025, a pacemaker was implanted. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. D4 - the UDI number is not known as the part and lot numbers were not provided.

Event description:
It was reported that on an unknown date, an unknown size valve was implanted in the patient. On an unknown date a permanent pacemaker was implanted. The patient was reported stable.